Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of almost 600 mg/dl. Customer did treat with 10.7 u with the pump. Customer was advised to discontinue use of the pump and revert to a back-up. The product was returned for analysis.

Manufacturer narrative:
Insulin pump had cracked case at display window corner, battery tube threads, reservoir tube lip almost completely broken off and test reservoir did not lock/click into the reservoir tube properly. Missing reservoir tube o-ring and minor scratched display window were also noted. Insulin pump passed prime/compromised force sensor system test, excessive no delivery test and displacement test. Unable to perform the basic occlusion and occlusion tests due to broken reservoir tube lip.